Event description:
It was reported that a user experienced sustained high blood glucose at 267 mg/dl after reconnecting to the ilet pump following a period off therapy due to fear of hypoglycemia; customer support guided a full supply change with contact detach infusion set and confirmed insulin delivery, and a subsequent fingerstick demonstrated a downward trend. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed after successful resumption of insulin delivery and observed glucose improvement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.